Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: revision spinal fusion. Primary surgery details not known. Revision surgery (B)(6) 2017 by dr (B)(6) at (B)(6) hospital. Reason: motor vehicle crash. Reporting facet pain and articulation noted on bone scan. Articulation apparent at l3/4. Patient has t2-l4 fusion for scoliosis. L4 right side pedicle screw (1797.99.545) was found to be broken intraoperatively. Fifteen (15) minute delay to procedure. Nil adverse outcomes reported.